Event description:
Patient underwent revision of left distal femur which took place on (B)(6) 2013. Revision was needed due to a non-union. One broken cannulated 5.0mm locking screw was discovered, and the central 7.3mm conical screw had pulled through the central hole in the plate. The surgery was completed successfully. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Placeholder.

Event description:
This is 1 of 3 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: manufacturing evaluation: inspection performed during this evaluation against the requirements at the time the part was released found nothing that would have caused or contributed to the complaint condition. Therefore, this complaint is deemed indeterminate. Product development event evaluation: the 4.5 condylar plate is made from (B)(4) which is consistent with other femoral plates. The 5.0 cannulated locking screw has a head design according to (B)(4) and is made from (B)(4) stainless steel which is consistent with other locking screws. The 7.3 cannulated screw is made from (B)(4) which is consistent with other locking screws and is designed to mate along the inner surface of the internal 7.3 cannulated screw threads. It is unknown if the 4nm torque limiting attachment was used with the 7.3 cannulated screw because it looks like the screw was driven through the plate with the conical head flattening the internal threads of the plate hole. The side of the conical head has a helical scrape which supports this theory. For the 5.0 locking screw, it is unknown which plate hole the 5.0 screw was implanted in. It is also unknown what affect the 7.3 screw going through the plate had on the loads experienced by the 5.0 locking screw. The compliance of the patient with regards to loading the construct is also unknown. Therefore, this complaint is being disposition as indeterminate. The 7.3 cannulated screw going through the plate is addressed in risk analysis (B)(4) with a severity of 2 and probability of occurrence 1. The 5.0 locking screw breaking is addressed in risk analysis (B)(4) with a severity of 4 and probability of occurrence 1. The 7.3 cannulated screw with conical head. The torque values used to insert the 7.3 cannulated screw that went through the plate and the unknown placement of the 5.0 locking screw that broke result in this complaint being indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: manufacturing evaluation: inspection performed during this evaluation against the requirements at the time the part was released found nothing that would have caused or contributed to the complaint condition. Therefore, this complaint is deemed indeterminate. Product development event evaluation: the 4.5 condylar plate is made from (B)(4) which is consistent with other femoral plates. The 5.0 cannulated locking screw has a head design according to (B)(4) and is made from (B)(4) stainless steel which is consistent with other locking screws. The 7.3 cannulated screw is made from (B)(4) which is consistent with other locking screws and is designed to mate along the inner surface of the internal 7.3 cannulated screw threads. It is unknown if the 4nm torque limiting attachment was used with the 7.3 cannulated screw because it looks like the screw was driven through the plate with the conical head flattening the internal threads of the plate hole. The side of the conical head has a helical scrape which supports this theory. For the 5.0 locking screw, it is unknown which plate hole the 5.0 screw was implanted in. It is also unknown what affect the 7.3 screw going through the plate had on the loads experienced by the 5.0 locking screw. The compliance of the patient with regards to loading the construct is also unknown. Therefore, this complaint is being disposition as indeterminate.